Event description:
Prior to in 2006, the doctor performed a total knee arthroplasty on the patient utilizing a stryker navigation system. The patient developed a femoral fracture which the doctor alleges the stryker navigation pins may have contributed to. On the same day, the doctor implanted a t2 nail into the patient femur to help correct the fracture. In 2007, the patient underwent surgery to have the nail removed.

Manufacturer narrative:
Patient had mild to average osteoporitic bone. The navigation pins contain the following contraindication "avoid insertion of the pins into osteoporotic bones with very low bone density or otherwise damaged bones." Product not returned. No conclusion can be drawn.